Manufacturer narrative:
Eval: method: device history record (DHR) review performed. Results: the DHR review showed that no similar issues were found during the mfg or packaging processes of this lot. Picture of the sample was rec'd and shows the stapler was jammed. The reported defect has been confirmed. Conclusions: CAPA (B)(4) was opened to address the issue of staples jamming. If add'l info is rec'd that changes the conclusion of the investigation, a f/u report will be sent.

Event description:
The event is reported as: complaint alleges: "the stapler jammed during use. The event caused no harm to the pt. Another visistat stapler was used to continue the procedure." Defect was discovered during an unk procedure.